Manufacturer narrative:
Failure event observed during analysis. Final analysis found a partial lead with the connector pin measuring 24.3 cm was returned for analysis. The damage found was sustained during the surgical procedure. Insulation abrasions breaching the optim insulation were noted at 8.0-8.6 and 9.6-9.9 cm from the connector pin consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.